Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the even was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. Code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, during an endoscopy for the peg/j tube replacement, a buried bumper was discovered. On (B)(6) 2023, the patient had surgery to remove the peg and buried bumper, non compatible with duodopa peg tube was placed. On (B)(6) 2023, the patient attended the endoscopy department for replacement with abbvie peg/j tube. Abbvie peg was placed using the existing tract. The endoscopy nurse advanced the jejunal tube, the md was happy with the placement and advised the tubes can be flushed and duodopa recommenced. No complications reported during procedure.